Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Article citation: "hyaluronic acid preparation vyc-12l (juvederm vista volite xc) : a case of multiple abscesses at the injection site after injection." Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvederm vista volite xc in the cheeks. Three weeks later, nodules about 1cm in size began to appear on the cheeks. The nodules gradually became larger and swollen. Patient took cephalosporing antibiotic, but did not see improviement. Patient would visit a clinic where seven nodules were noted on the cheeks. The nodules were mobile with no tenderness. Nodules were incised and pus was discharged, confirming the nodules were abscesses. A bacterial culture was done with negative results. Drainage was performed for all abscesses, and with local steroid injections and combined oral administration of new quinolone and tetracycline antibiotics. Events reportedly nearly resolved after about two weeks.